Manufacturer narrative:
Additional info has been requested yet not received. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Report received from (B)(6) states: "the aspiration is blocked, the (user facility) changed their pack."